Event description:
The customer reported that the system blows fuses frequently. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and installed an upgraded in c-arm and in the monitor cart. System operates as intended.